Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received critical pump error. The customer's blood glucose level was unknown at the time of the incident. The customer had received the open book image on the insulin pump screen. They were assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Critical pump error (open book image) not confirmed. Device failed the sleep current test due to moisture damage on the electronic assembly. Pump error 75 alarmed during the self test due to moisture damage on the electronic assembly.